Manufacturer narrative:
No button error alarm. Unit received with no button response due to flattened act button keypad dome. Unable to perform functional test due to keypad anomaly. Unable to verify motor error alarm due to keypad anomaly. The keypad connector was found closed properly during visual inspection. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call rtc internal clock comparison error alarm and keypad anomaly on the insulin pump. Customer¿s blood glucose level was 7.3 mmol/l. Troubleshooting for the rtc internal clock comparison error alarm was performed. Customer received the alarm and a black dot appeared on the display screen. Troubleshooting for keypad anomaly was performed. Customer advised the act and esc buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.